Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer had multiple instances of high blood glucose levels in the past week (464mg/dl). The customer did not have specific dates, but provided an approximation of dates (B)(6). Elevated bg levels were treated with the pump.